Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the hp052 is not functioning. Another device was used to complete the case. There was no consequence to the patient.